Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis and subsequently passed away. The peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment for the event with unspecified intraperitoneal antibiotics (doses and frequencies were not reported). Four days after being admitted to the hospital, the patient passed away. The cause of death was reported to be due to ischemic bowel. It was not reported if the patient recovered from the peritonitis event prior to death. Dianeal and extraneal therapies were not ongoing at the time the patient expired (no further detail was provided). No additional information is available.